Event description:
It was reported that the customer's insulin pump had an error alarm during the manual prime process. Advised the caller that the customer should revert to back up plan. The customer's blood glucose reading was 263 mg/dl. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test, and it was not able to prime during the prime test as a result of a loose drive support disk. The device was received with a cracked reservoir tube lip.